Event description:
It was reported the patient was unable to adjust stimulation without experiencing an auto-reduction of programs. Diagnostics identified contacts with high impedance. Reprogramming provided left leg coverage; however no back coverage which is the primary pain area. F/u identified the patient was to try the new programs for a few days; however surgical intervention may be considered at a future date.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.